Manufacturer narrative:
On 12/23/2018, additional information indicated that the race of the patient was caucasian. The patient did not experience any accompanying symptoms, was not hospitalized, and has since fully recovered. (B)(4).

Manufacturer narrative:
Upon receipt by mentor, the device contained no fluid. No foreign material was observed within the device or on the shell surface. During visual examination of the device, mentor product analysis lab observed creases extending to both views. A rent measuring 2.0 cm was discovered on the anterior view that extended to the posterior view. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, mentor product analysis lab was precluded from further evaluating the device. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent and creases occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the reported device. However, at this point it is not possible to determine the root cause of such damage. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent and creases occurred sometime subsequent to the removal of the device from its protective packaging. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with unknown saline breast implants which the right side deflated after implantation. As a result, patient underwent bilateral removal and replacement as follow; right replaced with catalog number smpx405, serial number (B)(4), and left replaced with catalog number smpx405, and serial number (B)(4) on (B)(6) 2018.

Manufacturer narrative:
On 12/11/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2018,the received device diaagram indicated that the catalog number of the suspected device is 3501640. And the lot is 5666510. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: left-mentor smooth round moderate profile, 275cc, lot number 5666663, catalog number 3501640. (B)(4).